Event description:
Initial and follow-up information received via email on 13-jun from a consumer and 14-jun-2010 in the form of a preliminary ptc (pharmaceutical technical complaint) report, respectively were processed together. This non-serious spontaneous case from (B)(6), upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy on (B)(6) 2010. No additional treatment details were mentioned. On an unknown date in (B)(6) 2010, the patient developed a nodule on her face, below her right eye. The patient mentioned that this did not occur in any of the other application sites. Relevant medical history and concomitant medication information were not mentioned. Action taken: no action taken. Corrective treatment - unknown.